Event description:
Related manufacturer reference number: 2017865-2021-32761, related manufacturer reference number: 2017865-2021-32764. It was reported that the patient presented for a device implant procedure. Post-procedure it was revealed that the patient had a small pneumothorax. No device intervention was performed and the patient will be monitored. The patient was stable.